Manufacturer narrative:
(B)(4).

Event description:
Procedure type: gastric bypass. According to the reporter: the stapler fired and cut, however, no staples deployed during the anastomosis. The doctor fired the stapler, and when knob was retracted, there was bleeding and separation of the anastomosis. To correct the occurrence, the doctor reshaped the gastric pouch and used another reload. The anvil of this reload got stuck and was removed orally by the medical team. A third reload was used to successfully create the anastomosis. There was tissue loss and intra-operative bleeding. Patient is recovering well and will be periodically checked for one month. There are no photos or videos available for this case. The devices used have been discarded.